Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose ranged form 350 mg/dl to displaying "high" on the cgm graph. Elevated blood glucose was addressed with a manual insulin injection. Customer reverted to an alternate method of insulin therapy.